Event description:
It was reported during use, that the cardiosave intra aortic balloon pump (iabp) unit stopped functioning and failed its self test. There was patient involvement. But no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site telephone is: (B)(6). Updated fields: b4, d8, d9, e1(initial reporter, event site city), g3, g6, h2, h3, h6(type of investigation, investigation findings, conclusion), h11. The customer switched to another unit to continue the patient¿s treatment. It was reported that replacing the filter solved the issue. However, since the repair was done by the customer, device evaluation was not performed by a getinge field service engineer. The device is reportedly functional and in use again.